Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to death or serious injury.

Event description:
Reporter indicated that the site's dell handheld computer screen displayed an error message and became frozen during a programming session. The problem did not resolve with a reset. The handheld computer and software has been returned to cyberonics, and a new handheld computer and software flashcard were provided to the site.